Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that a hospitalization was due to high blood glucose. Customer stated that insulin pump alarmed no delivery multiple times. Customer experienced nausea and feeling tired. Customer blood glucose reading at the time of the incident was 474 mg/dl. Nothing further reported.